Event description:
Approx six months post index procedure (2005) follow up cag was conducted and restnosis was observed at the proximal end of cypher implanted. There was 100% stenosis. To treat the restenosis, the physician tried to conduct pci but failed. The details are unk. In 2006 the restenosis was treated using a 2.5x23mm cypher des, which was implanted, at the distal end of the initially implanted stent. Then, a second cypher des (3.0x28mm) was implanted inside the initially implanted cypher overlapping the cypher implanted distally. Inflation time and pressure were unk. The residual % of stenosis was 0%. There also was 90% stenosis at the distal end of cypher implanted and so poba was conducted with a balloon. The residual % of stenosis was 50%. The pt was in stable condition and was discharged from the hosp the next day. Physician's comment: the probable cause of this event is that when the initial cypher was implanted, the landing of the 1st cypher was not good because the target lesion was sharply bent from the distal edge of the stent. The procedure was an elective case. The target lesion was the mid-lad. The vessel was a denovo, eccentric and tubular, but it was not calcified or tortuous. The diameter of the vessel was 2.35mm and the lesion length was 16-42mm. Pre-procedure stenosis was 73.1%. Lesion classification was type b2. Femoral approach was chosen. Pre-dilation was conducted with a 2.25x20mm balloon at 10atms. A 2.5x18mm cypher des was deployed at 14atms for 31-60seconds. Post-dilation was not conducted. Timi flow before the procedure was ii and iii after the procedure. The residual % of stenosis ws 0.7%. Ivus was conducted. Anti-platelet therapy conducted was following: heparin 5000u/day, aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, isosorbide dinitrate 2sheets/day. Ditiazem hydrochloride 100mg/day, and isosorbide mononitrate 80mg/day.